Manufacturer narrative:
Currently, it is unknown whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported admitted at the medical center due to diabetes ketoacidosis and high blood glucose of 368mg/dl. The customer also reported having symptoms of thirst, headache, and stomach pain. Troubleshooting was performed. The customer mentioned that she is pregnant. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. Advised the customer that a replacement of the insulin pump will be sent and to revert to back up plan. The customer's most recent glucose reading was 20mg/dl, and she has been off the insulin pump for one day. The customer stated that they were attempting to control her glucose level while being at the hospital. No further information was provided.